Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, evaluation of the patient specimen, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The patient specimen was returned. Western blot and p24 antigen tests were performed. The specimen showed (B)(6) on the commercial innolia (B)(6) score western blot test. The (B)(6) was sequenced. Phylogenetic analyses of these sequences showed that the specimen is a subtype c strain. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. External commercially available seroconversion panels (zeptometrix (B)(6)) were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Concomitant medical products and therapy dates, accessory reagent lots include architect (B)(6) combo reagents list 4j27-32 lot 76124li00 and list 04j27-27 lot 77130li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. Concomitant medical products and therapy dates, accessory reagent lots include architect hiv ag/ab combo reagents list 4j27-32 lot 76124li00 and list 04j27-27 lot 77130li00.

Event description:
The customer observed (B)(6) results while using the architect hiv ag/ab combo reagents. The following data was provided for the same patient. (B)(6). No impact to patient or donor management was reported.